Event description:
The customer reported that the ventilator alarmed with machine and proximal pressure sensors failed. The customer reported there was no patient involvement. The customer contacted product support and reported machine proximal pressure sensor failed error code . Product support recommended per service manual page 100 customer re-seated data acquisition (da) to motor controller (mc) board cable. Device operated in normal ventilation without alarm. Product support provided part number for the cable, da printed circuit board assembly (pcba) to mc pcba . Product support discussed with the customer proper replacement of the (da) to (mc) board cable per the service manual.

Manufacturer narrative:
Per biomedical engineer reported that reseating the data acquisition to motor controller cable which corrected the issue. No part was replaced.